Manufacturer narrative:
The reported conclusion code and result code apply to the reported occlusion alarm.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received an occlusion alarm. The customer was unable to load a new cartridge due to multiple cartridge alarm 19s that were occurring. The customer's blood glucose (bg) level was in the 260 mg/dl range and insulin injections were used to address the bg level. The customer reverted to short acting insulin to manage diabetes and was to contact the healthcare provider for long acting insulin.